Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley bags sticks together, stops the drainage, and requires replacement. The problem was that customer cannot really know it until the foley was in for a while and by then the packaging has already been tossed. It appears near the drainage area of the bag it was sealed very tightly almost as if it was stuck together. This instance occurred in 2 different lots ngjz0545 & ngkq1029 for item number a902916. No medical intervention and no patient injury was reported.

Event description:
It was reported that the foley bags sticks together, stops the drainage, and requires replacement. The problem was that customer cannot really know it until the foley was in for a while and by then the packaging has already been tossed. It appears near the drainage area of the bag it was sealed very tightly almost as if it was stuck together. This instance occurred in 2 different lots ngjz0545 & ngkq1029 for item number a902916. No medical intervention and no patient injury was reported.

Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Visual evaluation of the returned sample noted one opened (without original packaging), used drainage bag. Visual inspection of the sample noted unable to confirm the condition of the affected drainage bag due to only photos provided for investigation. Further functional testing could not be performed if only based on the attached photos. Therefore, the reported event is inconclusive due to poor sample condition. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d,e,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.